Event description:
I had to quit my job because of all I suffered plus my health problems and I have copies of all the doctors and hospital papers because I couldn't event remember the yrs or dates. I had a job taking care of a man with ms. I enjoyed my new job, plus I took care of his brother too who had ms. They have both died, but, I enjoyed my job very much. I have gone on (B)(6) after and I have diabetes and neuropathy along with all my other problems. Please, can you help me. I hear on tv about other mesh. I have gone through so much, you might as well say 5 surgeries, and I never went back to (B)(6) for any other surgery. I'm scared. He couldn't even put any mesh in there. He had to close my stomach up without any lining. I went for a colonoscopy. They couldn't event get up into my rectum with an adult tube; they had to use one for a child. I tried to sue dr (B)(6), but no the lawyer would take it unless it was a (B)(6) settlement. So, I just gave up. Then I heard on tv about the mesh. I called every number and all I heard was "no." I am tired of hearing no all my life. Finally the last person I called told me to call you. So here I am. I don't know if it was all the mesh, or the blocked drain battles, or both. Please help me and my family. Even my family suffered watching me suffer. Removal of the infected mesh, with enterolysis and abdominal wall debridement in the operating room (B)(6) 2000.